Event description:
Clinical trial. It was reported that 658 days following a coronary artery drug eluting stenting treatment procedure the pt developed in-stent restenosis. The index procedure identified and treated one 3.0x10mm, de novo, 80% post angioplasty restenosis of the mid rca (right coronary artery), which was moderately tortuous and mildly calcified. The lesion was proximal to another manufacturer's previously placed drug eluting stent and was treated with direct stenting using a 3.0x32mm taxus express2 drug eluting stent. The pt was discharged the next day on asa and plavix. The pt returned 658 days following the initial procedure with proximal edge restenosis of the taxus express2 drug eluting stent. Treatment consisted of placement of another taxus express2 drug eluting stent and the pt was discharged the next day. The investigator reported that the relationship of the device to this event was unk.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution.